Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient faced packaging integrity issue on (B)(6) 2026. The packaging was not sealed properly, misshaped, or otherwise sterile packaging not intact. No further information available.